Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump battery dropped from 100% to 5% suddenly. Reportedly, the battery gauge jumped up to 100% after being connected to a different wall adapter. The customer's blood glucose level was 84 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.